Event description:
Biomed is requesting an event log review to investigate reported over infusion of versed and fentanyl (file 2016493-2012-00413). The nurse stated that both medications infused over a 1-2 hour period although they should have lasted all day. She stated that each channel appropriately and the pump had been programmed using guardrails with standard concentrations. Both medications were running as a primary IV medication. Specific programming intended was not specified. Customer stated that the pt became overly sedated and was not initiating breaths as he was prior to the over infusion. When she checked the ivs, she noticed that both bags were almost empty. The nurse notified the md. The pt required add'l ventilator support and monitoring for several hours. The pt was also receiving IV diprivan (unspecified dose) and magnesium (1gm in 100cc). The pt recovered from the over sedation and continued to receive support for his underlying condition. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested as event log review. The event logs and data set have been received and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.